Event description:
A hospital in (B)(4) reported to a fisher & paykel healthcare (fph) field representative that black particle was found inside the swivel y-piece of an rt204 adult dual-heated breathing circuit when the blue cap was removed from the swivel. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). PMA/510(k): the rt204 adult breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Manufacturer narrative: method: the swivel y-piece of the returned rt204 adult breathing circuit was visually inspected for black particles. Results: visual inspection revealed that the inside of the swivel y-piece was stained. A lot check revealed no other complaints of this nature for lot number 101216. Conclusion: all breathing circuits are visually inspected prior to leaving the production line and those that fail are rejected. It is most likely that the stained swivel y-piece was not picked up during the manual assembly of the rt204 adult breathing circuit in the production line. However, we are unable to determine the origin of the stains inside the swivel. (B)(4).